Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that have a double lumen PICC line with a leaking t lock assembly. The product was used on a patient. No patient harm reported, no signs, symptoms or complications experience by patient. Event did not involve an urgent or life-threatening situation. The leak was discovered when I primed the line. The event did not interrupt treatment. I do not have the name of planned medications to be infused. We secured the device with a stat lock. No other information provided.